Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "patient arrived from or with 9fr introducer and 7.5 fr pa catheter in place. Leaking noted initially through port in which pa catheter is inserted through. Pa catheter removed and catheter capped. Introducer noted to be leaking above blue patient securement site. Multi-lumen introducer placed in rij (B)(6) 2025 in or for heart transplantation. 1650 quick note on 7/5 reviewed from anesthesia record: "swan leaking around connection site. Decision made to remove. Will re-thread later." Swan then documented to be rethreaded at 1727." Additional information received states the patient had "critically low blood pressure, all drips had to be moved to peripheral IV due to lack of central access during mac replacement attempts." A new mac was inserted after the additional line attempts. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The image shows a graphic of a mac catheter. Four different arrows were drawn on the graphic. It is assumed that these are the locations where the customer observed leaking on the mac. The customer also returned one mac for analysis. Definite evidence of use was observed inside the mac. After failing functional testing, a leak was observed from the hemostasis valve when performing the pressure test with a lab inventory 7.5fr swan-ganz catheter inserted. Further visual and microscopic examination revealed that the inner blue seal was not centered within the valve. The hemostasis valve and mac device were then leak tested according to amrq-000038 rev.13. 1) low pressure leak resistance test: this states, "there shall be no leakage past the hemostasis valve when using a pressure of 38-42 kpa (3psi)." The extension lines were separately attached to a lab leak tester. With the distal end of the sheath occluded, the mac was pressurized to 42 kpa for 30 seconds. No leaks were observed. 2) liquid leakage - hemostasis valve with catheter advanced: the parameters from the low-pressure leak resistance test were repeated with a lab inventory 7.5fr swan-ganz inserted. The mac distal line was pressurized to 38-42 kpa for 30 seconds and leaking was observed, which indicates the internal valves are not functioning as intended. 3) high pressure leak resistance test: an attempt to perform the high-pressure test was performed but was unsuccessful as a lab inventory obturator was not able to be assembled to the hemostasis body due to the defective valve. The report of a leaking sheath valve was confirmed through complaint investigation. Visual analysis revealed that the inner blue valve within the hemostasis body was not centered. This resulted in the mac to not meet the functional leak test requirements per bs en iso 11070. Based on the customer report, the sample received, and the comments from the manufacturing site, the root cause is likely manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient arrived from operating room with 9fr introducer and 7.5 fr pa catheter in place. Leaking noted initially through port in which pa catheter is inserted through. Pa catheter removed and catheter capped. Introducer noted to be leaking above blue patient securement site. Multi-lumen introducer placed in rij (B)(6) 2025 in or for heart transplantation. 1650 quick note on (B)(6) reviewed from anesthesia record: "swan leaking around connection site. Decision made to remove. Will re-thread later." Swan then documented to be rethreaded at 1727." Additional information received states the patient had "critically low blood pressure, all drips had to be moved to peripheral IV due to lack of central access during mac replacement attempts." A new mac was inserted after the additional line attempts. The patient's current condition is reported as "critical".